Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as MFR report #: 2134265-2010-02294, 2134265-2010-02295. It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced right groin soreness. The index procedure treated the 80% stenosed, 6x20mm target lesion located in the left bifurcation of the common carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Two carotid wallstents were used during the procedure, but the wire of the 1st wallstent would not exit the monorail port so a 2nd wallstent was used and successfully implanted. Following post dilation with an unspecified device the residual stenosis was 0%. The patient experienced soreness of the right groin following the procedure. Darvocet was administered for pain and the event resolved without residual effects. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study devices.